Manufacturer narrative:
The reported event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix's practice to make at least three good-faith efforts to retrieve a reported event/incident-related device, as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows that the device was properly manufactured and released in accordance with the device master record. The review confirms that there were no manufacturing or processing non-conformities identified that would contribute to the reported event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the alto intraoperative type ia endoleak is confirmed. This is consistent with the reported adverse event/incident. The procedural planning report indicated a neck taper of -25.4%, an infrarenal angle of 73.6 degrees, and the presence of calcium at the renal takeoff of the leftmost renal artery. While these findings may have potentially contributed to the occurrence of a type ia endoleak, it is important to note that a definitive determination could not be established. The procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported as discharged to a skilled nursing facility on postoperative day three (3). No additional investigation of this reported event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar events/incidents. Corrections: g3: awareness date has been updated h6: investigation finding codes: remove code 3233 h6: investigation conclusion codes: remove code 11.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). During the procedure, a type 1a endoleak was observed, suggesting that the stent polymer rings were not fully expanded against the aortic wall. To address this issue, the physician elected to place a palmaz 40-10 (non-endologix) stent. The patient was left in stable condition with the endoleak greatly reduced or even possibly resolved. The patient will continue to be monitored.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.